Manufacturer narrative:
PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stent exchange, the hydrophilic coating came off of the nitinol core at the tip of the hiwire nitinol hydrophilic wire guide. A basket was used retrieved the coating that came off in the kidney. A new wire to place the stent. The physician believes the wire got caught on the tip of the scope contributing to the event. No section of the device remained inside the patient¿s body. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: evaluation conclusion code: cause not established (4315). Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, quality control data, and specifications. One hw-035150 hiwire wire guide was received, the packaging and label were not returned. A section of the coating measuring approximately 13cm was also returned. A visual examination confirmed the device was returned partially inserted inside the protective coil. The coil appears to have been previously hydrated. Approximately 13cm of the inner wire was exposed and protruded from the coating. The wire guide was forwarded to the supplier for further investigation. Per the supplier¿s investigation, the specimen presents an overall length of 150.45cm and a finished diameter of .03005¿ to .03330¿. A gage bushing certified to be .0350¿ passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the skive damage and the exposed metallic core wire. All diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After wiping the wire with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presents skive/cut damage 0.29 to 27.8cm from the distal tip in a proximal to distal orientation; exposing 27.35cm of the metallic core wire. The distal 26.5cm of the core. The wire presents a large radius bend transitioning to a spiral over the distal 9cm; consistent with ductile, tensile strain deformation. The skive damage also resulted in removal of approximately 14.5cm of polymer jacket material. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. As noted above, the specimen presents skive/cut damage 0.29 to 27.8cm from the distal tip in a proximal to distal orientation; exposing 27.35cm of the metallic core wire. The distal 26.5cm of the core wire present a large radius bend transitioning to a spiral over the distal 9cm; consistent with ductile, tensile strain deformation. The skive damage also resulted in removal of approximately 14.5cm of polymer jacket material. At this time, it is not possible to assign a definitive root cause for the event as reported. As indicated in the precautions section of the device instructions for use: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. The device was observed to be deformed in a way consistent with being pulled to point it deformed. Based on the evidence presented by the sample and the report by the customer that they believe the wire guide was caught on the scope, clinical and/or procedural factors appear to have impacted on the event as reported. However, the definitive cause of the complaint cannot be established with the available information. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.